Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately one month ago. The aortic neck was 2 cm long and it was diseased and contained thrombus. The iliac arteries were calcified and tortuous. It was reported that after the bifurcated stent graft was implanted there was a proximal type 1 endoleak which was attributed to the diseased neck. One talent aortic cuff was implanted proximally to resolve the endoleak. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Short, diseased aortic neck containing thrombus. Conclusion: short, diseased aortic neck containing thrombus.